Manufacturer narrative:
The assignable root cause of the device evaluation was corrected from the device had corroded bearings from emersion / sterilization procedure which is misuse, abuse and possibly user error to normal use and servicing over time. Due to further investigation, the evaluation was updated: reliability engineering evaluated the device and observed that the device temperature exceeded manufacture's specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, which is normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and observed that the device temperature exceeded manufacture's specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to corroded bearings from emersion / sterilization procedure which is misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had a high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.